Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation through complaint information, a liquid immersion inside the handling section and scope cover is the possible cause of the failure. The most probable cause for the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that an image error e216 occurred. There was no patient involvement.